Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator after being exposed to electrocautery. A device software download was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.